Event description:
It was reported to philips that the device had a broken battery pin and does not recognize the battery. There was no patient involvement reported.

Event description:
It was reported to philips that the device had a broken battery pin and does not recognize the battery. There was no patient involvement reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 8 was completely broken, but this would not have impacted performance since pin 7 is parallel with pin 8.